Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was under-sensing. The patient was asymptomatic. The rv lead is being monitored and there were no consequences to the patient.